Manufacturer narrative:
This report is submitted on october 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, it was reported that the patient experienced a magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2018. Subsequently, the magnet was placed back into correct position. The implanted device remains.